Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during priming. The pump was switched out to complete the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported error and replaced both motor control boards. The pump was tested and no further issues were reported. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error message during priming. The pump was switched out to complete the procedure. There was no patient involvement.